Event description:
The customer contact reported the device delivered more than intended. On an unspecified date, the device was programmed in continuous mode to deliver 5fu 2646 mg/200 ml, at a rate of 1.2 ml/hr, with a vtbi of 200 ml, a duration of 7 days, and a container size of 200 ml. In 2008 at 1943, the delivery was started. On the following month at 1030, it was noted the device display indicated that 175 ml had been delivered; however, the solution container was empty. The pt notified the user facility. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.